Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia.

Event description:
Unomedical reference number (B)(4). Event occurred in australia. It was reported that patient faced infusions set leakage event on (B)(6) 2024 after 24 hours. Leak before end of 3 days. No further information available.